Manufacturer narrative:
Additional information was received that the control board, single board computer (sbc), pump and manifold assembly were replaced. The ventilator was returned to normal operation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, a ht70 plus ventilator continuously generated an alarm. The patient was removed from the ventilator, manually ventilated, and placed on an alternate ventilator. There was no harm to the patient as a result of the event. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
Device evaluation summary: four parts were returned for analysis. Control printed circuit board (pcb), single board computer pcb, pump and the on/off valve. Visual inspection of the items found numerous components and pads torn off of the control pcba; a warped sbc pcba; and a damaged peep valve with a bent shaft mounted to the pump manifold. An attempt was made to straighten the sbc pcba. Sbc pcba, pump, and solenoid valve were installed into a test ventilator. The ventilator was powered up . Logs were downloaded and reviewed. The customer complaint of a system error was verified in the logs. Unit passed a circuit check. Started ventilating unit at standard test settings per the service manual with the exception of customer peep of 4 retained. A mechanics stethoscope was used at several points on the pump and on the solenoid valve. No mechanical malfunctions were audible. No physical functional symptoms were observed during operation. Allowed unit to ventilate for five hours. No issues were observed. Control pcba could not be tested. If information is provided in the future, a supplemental report will be issued.